Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the pt's device was registering high impedance. The pt underwent a full device replacement due to the reported high impedance. All attempts for further info, and to have the device returned for analysis, have been unsuccessful to date.